Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of the t-waves from reduced amplitude. A conditional zone was programmed. One month later the patient received another inappropriate shock from t-wave oversensing. Reprogramming was performed, however the patient received three additional shocks due to oversensing of the t-waves. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. A review of the recorded e-grams noted the device double counted a very wide morphology and delivered therapy on four occasions. Although not desired, the device was operating as programmed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.